Event description:
The customer reported that after pipetting an hcv plate on summit the technician observed that no conjugate was added to well b3 and very little conjugate was added to wells c3 through e3. No error was generated. No death or serious injury was associated with this compliant.